Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2020. Additional suspect medical device components involved in the event: product family: scs-linear lead, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 295575/295579.

Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted and will not be returned.